Event description:
Caller reported a malfunction on pump, displaying malfunction code malf 9. There was no adverse impact to customer's blood glucose level. Customer was assisted by cts in resetting pump, and customer may continue to use it. Customer was instructed to call back if malfunction recurs, and customer acknowledged understanding.